Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for the baseplate. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00112. Common device name: product code - phx. Concomitant medical products: item# cp562329; lot# 354470. Report source: foreign - event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, patient underwent a revision due to disassociation. There is no report of the patient falling or experiencing an adverse event to cause the disassociation. Surgeon replaced the shell, poly, and retaining clip. Attempts have been made and no further information has been provided.